Event description:
It was reported to medtronic minimed that the customer experienced pump had physical damage near battery cap. Diminished battery less than one week. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Trouble shooting was not performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test and sleep current test. Pump did not pass the self-test due to a pump error 63 (variable 3) occurring during testing on (B)(6) 2024 06:29:10.000. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window/cover, cracked case (battery tube) and pillowing keypad overlay. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected was not confirmed. Cosmetic damage was confirmed at the battery compartment. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.